Manufacturer narrative:
The investigation into the purge leak ¿ pump, the embolism, and the priming issue issues has been completed since the original report was submitted. The device was not returned for investigation. Per clinical details provided, the cause of the purge leak and the priming (air in purge) issues was not determined since product was not returned and limited clinical information was provided. The purge leak condition was resolved after successfully completing the cassette change procedure. The cause of the embolism issue was not determined since the product was not returned, and limited clinical information was provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The us complainant reported that 36-year old male patient was implanted with an impella 5.5 for mechanical circulatory support. During impella support, it was noted that "bubbles" were observed in the aorta on echo. Additionally, there was a purge system open alarm. All connections were correct, removing and re-inserting purge cassette didn't resolve alarm, and purge wasn't exiting the purge line at the yellow connection during de-air. New purge cassette and bag was placed and all values are now within correct parameters.